Event description:
It was reported that during the implant procedure for right ventricular (rv) lead, the lead was affixed to apex with the support of the delivery catheter, however, parameters were not ideal and the rv lead failed to pace. The delivery catheter was removed and replaced with a different product and the lead was placed in the septum. However, the rv lead dislodged during slitting of the delivery catheter sheath. The delivery catheter was removed and replaced and the rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.